Manufacturer narrative:
A sample device was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported a case of intraocular lens (iol) opacification with reduced visual acuity several years after cataract surgery with iol implant. The iol was replaced in a second surgery. Additional information was requested but not received to date.